Event description:
Additional information stated that the outflow graft compression was confirmed. A computed tomography (CT) suggested severe outflow cannula stenosis. The patient had shortness of breath and chest pain. The case was reviewed with structural and cardiovascular (cv) surgery, but it was decided difficult to stent, therefore plan was to continue to monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported external outflow graft compression (eogo) could not be confirmed as no images were submitted for review, and the device remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that there was concern that the patient had external compression of their outflow graft. It was further communicated that eogo was confirmed as a computed tomography scan revealed severe outflow cannula stenosis. The patient¿s symptoms included shortness of breath and chest pain. Structural and cardiovascular surgery were consulted, and it was decided that it would be difficult to stent. The patient would continue to be monitored. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that there was concern for external compression of the outflow graft. No device related issues were reported. Review of the submitted log files captured the pump functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had concern for external compression outflow graft. The event log captured routine events; the vad and peripheral equipment were functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.